Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 56cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. In the course of the analysis, multiple abrasion marks were noted along the lead fragment. In particular between 32cm and 34cm proximal to the lead tip, the insulation was found rubbed through and the coating of the cables to the ring electrodes and the shock coil were found damaged. These damages can be considered the root cause of the clinical observation reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, a deformation of the shock coil was observed which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 31 months, oversensing with inappropriate therapies was reported.